Event description:
It was reported that during an endoscopic vein harvest, the upper plastic tip of the jaw broke off. This occurred while the device was in the patient's leg and the tip was not found. The surgeon attempted to locate the broken tip using a scope and xray with no success. No further intervention was taken at this time.